Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records indicates this lot passed all manufacturing and quality inspections.  The exact root cause of this incident could not be determined, however, similar incidents in the past have shown that this incident may have been due to an interruption in the molding process. Applied medical has recently implemented process enhancements intended to minimize the potential for this type of incident to occur during the manufacturing process. Additional information was requested and provided. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
(B)(4). The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic cholecystectomy - "at the end of intervention, during drainage positioning, they use to insert a grasper in 5mm trocar, catch drainage catheter, pull drainage, trocar cannula and grasper all together. During this maneuver, part of cannula tip breaks and fell down in abdomen. They need to recover plastic piece from abdomen. Grasper used was a reusable johannes type (they do not remember if storz or microfrance). Event was reported to italian ministry of health. Sample is potentially available for inspection, before withdrawal, we need to wait legal time (10/30 days from potential incident/incident communication)" type of intervention - "recover plastic piece from abdomen." Patient status - "good. "